Event description:
It was reported that a primary audible alarm test failed after reboot.

Manufacturer narrative:
Additional information was received indicating that there was no patient injury.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Additional information: a corrective and preventative action has been opened to address the reported issue. Correction: a review of the event history log identified primary audible alarm background (bgnd) test.